Event description:
It was reported that a user on ilet with continuous dosing experienced hyperglycemia after changing all supplies, with blood glucose rising from approximately 150 mg/dl to 332 mg/dl over several hours despite therapy; a fingerstick measured 310 mg/dl, and an agent guided a site change to a new location due to concern for reduced absorption at a prior site consistent with possible scar tissue. Symptoms included elevated blood glucose without reported clinical manifestations. Outcomes included no hospitalization and completion of troubleshooting and education with a site-only change. Investigation included review of user-reported blood glucose values and guided infusion site assessment and replacement. Investigation of this case revealed suspected infusion site absorption issues consistent with tissue-related factors, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.